Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they experienced hyperglycemia and current blood glucose was 414 mg /dl and other blood glucose level was 370 mg/dl. Customer also stated that he changed entire infusion set. The troubleshooting was not performed. It was unknown if auto mode was active during the reporting event. The insulin pump will not be returned for analysis .